Event description:
Caller reported damage to the pump housing surrounding the usb port, impacting her ability to charge the pump, which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Cts planned to replace the pump and confirmed the shipping address. Customer was instructed to switch to mdi as a backup therapy and to place the pump into storage mode before returning it. She was also advised to return the problematic pump using a pre-paid label within 10 days and acknowledged the instructions.